Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 years and 2 months after the dental implant was installed in intraoral region #29, and 1 year and 9 months after prosthesis installation, its loss of osseointegration was observed. The 40 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type I.